Manufacturer narrative:
Final analysis found that the outer insulation was wrinkling at 6.5 cm to 10.5 cm from the connector pin. There was unknown damage on lead exposing the outer coil and inner coil at 15.3 cm to 15.7 cm from the connector pin.

Event description:
It was reported that the right ventricular lead exhibited a loss of capture due to fracture. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.